Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).device evaluated by MFR.: the stent delivery system was returned for analysis. The crimped stent and balloon sections of the device were visually and microscopically examined and distal stent damage was noted, the most distal stent strut row was partially lifted from the stent profile and pushed back proximally. No issues with the balloon, the balloon was tightly wrapped and was not subjected to positive pressure. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and was within max crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. A visual and tactile examination found no kinks or damage along the hypotube, mid-shaft, inner or outer polymer extrusion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
Reportable based on device analysis completed on 18-jan-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately diffused right coronary artery (rca). After a guide wire crossed the lesion, a 24 x 2.75 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.